Event description:
The device was used during an unspecified gynecological procedure. Reportedly, the instrument fired partially. The surgeon used another device.the hosp has reported that no pt injury occurred.